Manufacturer narrative:
The pump was received with a blank display due to a broken solder joint on the interface board. Unable to verify the self reset alarm due to the blank display. The pump was received with minor scratches on the display window, a cracked reservoir tube lip, and a cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 223 mg/dl. The customer stated that his battery kept beeping and it read "self-reset". The customer inserted multiple batteries and the screen did not come on. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.